Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported on 5may2025 going to an urgent care center where she was diagnosed with staph infection at the pod site and for pain on her stomach. Despite the pain, she wore the pod for the full 72 hours, later noticing the site was black and blue, red, draining pus, and had a hard knot. She was prescribed doxycycline at the urgent care center on (B)(6) 2025, then went to ER (emergency room) on (B)(6) 2025 due to concerns with the site. The site was drained and lanced, then the patient was sent home on bactrim. The pod was worn on the arm for a duration between 36 and 48 hours.

Manufacturer narrative:
Correction to b5: the statement of "despite the pain, she wore the pod for the full 72 hours, later noticing the site was black and blue, red, draining pus, and had a hard knot." Was removed as this was not reported on the call.

Event description:
The patient reported on (B)(6) 2025 going to an urgent care center where she was diagnosed with staph infection at the pod site and for pain on her stomach. She was prescribed doxycycline at the urgent care center on (B)(6) 2025, then went to ER (emergency room) on (B)(6) 2025 due to concerns with the site. The site was drained and lanced, then the patient was sent home on bactrim. The pod was worn on the arm for a duration between 36 and 48 hours.